Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in three segments, severed 175 millimeters (mm) from the terminal pin. A stylet could not be inserted into the lead due to body fluid in the lumen. Resistance tests were completed on each segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead were performed. An insulation abrasion through to the rs+ conductor coil was noted 28 to 32 mm from the terminal pin. The damage was consistent with interaction between the lead and another object within the pocket. The trilumen insulation was also abraded through to the distal high voltage lumen 110 to 145 mm from the terminal pin. This damage was consistent with lead on can interaction within the pocket. An x-ray was performed and no fractures were noted on the returned segments. Laboratory analysis concluded the insulation damage could cause the noise and the low shock impedance measurement observed.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited one shock impedance measurement less than 20 ohms. Shock impedances had been steady in the 40 ohm range. Noise was also observed on the lead resulting in nonsustained episodes. An invasive procedure was performed. This lead was explanted and successfully replaced. During the explant procedure, the stylet could not get past the suture sleeve tie down site. It was reported the lead appeared to be fractured. No additional adverse patient effects were reported.